Event description:
It was reported that a user experienced difficulty securing the connector adaptor and subsequently did not observe drops during tubing fill while changing a Steel 6 mm Contact/Detach infusion set and cartridge, which required guided troubleshooting and replacement of the connector adaptor and infusion set. Symptoms included none reported and blood glucose was unaffected. Outcomes included successful completion of the set and cartridge change with therapy resumed, and no hospitalization. Investigation included guided troubleshooting and education, component replacement, and confirmation of normal function after reattempt. Investigation of this case revealed a connection difficulty and probable incomplete fluid path priming resolved by replacing the connector adaptor and infusion set and repeating the setup, after which normal operation was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup leading to an initial unsuccessful connection and priming.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA Form 483 observations to ensure full reporting compliance.